Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported failure; however, a failure analysis for the suspect part was not able to be performed as it was not returned. The transducer was replaced to address the customer's immediate concerns and no further similar events were reported.

Event description:
A customer reported their c10-3v intracavity transducer had a hole in the lens exposing electronics. This probe is associated with the epiq elite ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The service engineer confirm the reported problem and a replacement transducer has been shipped directly to the customer to address the their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.